Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a surgical ablation procedure via left-sided totally thoracoscopic approach. Intraoperative bleeding, reportedly occurring during preparation, was noted at the base of the left atrial appendage (laa). An atriclip device was applied in an effort to control bleeding, yet the bleeding persisted. The procedural approach was converted to mini-sternotomy and a second atriclip device was placed proximal to the first, achieving hemostasis. The patient subsequently recovered. There is no reported device malfunction, and this adverse event was the result of a procedural complication.